Event description:
An endurant stent graft system was implanted for the endovascular treatment of a ruptured 6cm in diameter abdominal aortic aneurysm. It was reported that a proximal type I endoleak was observed. The aneurysm has expanded to 7x8 cm in diameter and the stent graft was approximately 7mm below the right renal artery. The aortic neck had about 35 degrees of angulation and heavy calcification along that aortic wall. The physician implanted an endurant cuff via the right side resolving the endoleak. The physician believes the cause of the event was due to aneurysmal changes. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
(B)(4).